Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer 4 repeatedly failed and multiple cubie pockets were unreadable and did not respond to storage recovery. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that rows b and c of full-height drawer 4 had been off bus. A field service engineer (fse) had powered off the device and reseated the row board connectors. The hardware test application (hta) had passed successfully. The customer had completed the inventory of medications in row b of drawer 4. The system functioned as intended after the field service engineer repaired the device.